Event description:
It was reported that the customer had been experiencing blood glucose levels as high as 600 mg/dl. The customer also experienced nausea, headaches, slurred speech and high thirst. The customer was taken to the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer's insulin pump was out of warranty, and she was sent a replacement for her to use during the upgrade process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.